Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery to re-adjustment of the stem anteversion on (B)(6) 2017, it was reported that the taper lock between the stem / sleeve was robust so that it took more than 60 minutes to remove the stem. The surgery was completed by grasping the neck part of the stem with a pliers and pulled it out. No further information was provided by the hospital.